Event description:
It was reported that the painpump introducer needle sheath snapped off while peeling it away from the catheter and remnants remained in the tissue. The nurse reported and the doctor was able to see the pieces in an xray. Nurse said an additional needle localization procedure was required to remove the embedded pieces. Nurse said the patient did not develop an infection and is reported as "doing fine."